Event description:
Per independent repair center statement the unit had low o2,yellow light. The key failure was that the sieve beds were dusted and had a bad odor. Additional malfunctions were power switch had no alarm.